Event description:
In 11/93, rptr was diagnosed with complete disc collapse at l5-s1. She had a spinal fusion with instrumentation at l5-s1. The operation only made her pain worse, as well as causing more spinal problems. Another disc is now diffusing and she has subluxation at the l4-5 level and the sacral area. Her pain is much worse and has complicated her life, making any physicial labor extremely difficult.